Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer's blood glucose at time of call was 237 mg/dl. Customer was vomiting and feeling sick due to high blood glucose. Customer was wearing the device for during time of hospitalization. During troubleshooting, found the device settings had been changed recently. Found the cannula was bent. Customer was assisted in performing the high pressure test, the test passed. Customer was advised that the device was functioning as designed. Customer will not be returning the device for analysis.